Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. It was reported that the carto 3 system was displaying a force sensor error 106 when the catheter was plugged into the patient interface unit (piu) and in the body. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-nov-2024 observed a foreign material inside the tip. The tip was reviewed under microscope and it was found a hole on the surface of the pebax section and a foreign material inside it. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax section on 01-nov-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test were performed following j&j medtech procedures. Visual analysis revealed a foreign material inside the tip. The device was connected to the carto 3 system, and it was recognized. However, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. After performed the test, the tip was reviewed under microscope and it was found a hole on the surface of the pebax section and a foreign material inside it. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The reddish material inside the pebax was not reported by the customer originally; therefore, is unrelated. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿a hole on the surface of the pebax section and a foreign material inside it¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force sensor error 106¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit at the tip area¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force sensor error 106¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force sensor error 106¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process related¿. Manufacturer¿s reference number: (B)(4).